Manufacturer narrative:
Batch review performed on 06 september 2016. Lot 111518: (B)(4) items manufactured and released on 14 june 2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to pain: the whole hip prosthesis has been taken out. The reason of her pain was that the cup was in a bad position (too much lateralized). Explants will not be available.